Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, dust, stain or foreign materials adhered to the electrical contacts of the video connector, and the connecting status was insufficient, leading to a poor electrical connection status. As a result, the image sensor became faulty. The appearance checks of the endoscope revealed damage such as scratches and chipping on a-rubber glue of the bending section. Mechanical stress such as bumping and dropping was applied to the electrical circuit in the image sensor of the image sensor unit which was embedded in the distal end section of the endoscope. Then, the electrical connection status temporarily became poor, exercising a negative impact on the image signal output. As a result, the image signal output became unstable, and the image sensor became faulty. Moreover, overcurrent may have occurred due to connection/disconnection while the system was powered on, overcurrent from other devices or electrical wiring, or adhesion of dust and moisture to the electrical contacts of the system and the video connector. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the "noise in images" was reproduced and confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the flex deflectable videoscope had noise in the images. The issue occurred at preparation for use on a therapeutic procedure. The procedure was completed with a different model device. There were no reports of patient harm.